Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system performed as intended. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a sacroiliac and thoracolumbar procedure. It was reported that pre-operatively, while setting up the system, the camera was not functioning. There were no leds on the camera and the system said error communicating with the camera. The site needed to bring in a different navigation system for case. The procedure was completed without navigation and there was no reported impact to patient outcome. There was no reported surgical delay. A manufacturer representative provided an update that the system had been rebooted numerous times and the external cable connection was checked. Technical services (ts) suggested looking at the connections into the system control unit (scu). After taking the front panel off, it was noticed that the power cable was disconnected from the side of the scu. After reseating the cable, the issue resolved. Follow-up with the rep determined that the facility had another navigation system which was used to complete the procedure while the camera was fixed through troubleshooting. There was no delay in procedure.